Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the moment of the second insertion of the device into the patient, the jaws failed to open. A first insertion had been performed, allowing for tissue coagulation. The instrument appeared functional, and the cables were not severed. Customer used of a second vessel sealer for surgery. Risk of delayed hemostasis. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the reporter stated that the incident did not result from a system error. At the time of the event, the instrument jaws were clamped on tissue in a closed position, but they were successfully opened to release the tissue using another instrument. The tissue did not experience any adverse effects and did not require repair or further intervention. The issue caused a delay of 15 to 30 minutes. There were no reported patient injuries or complications.